Event description:
Customer reported that, during a case, oxygen and nitrous oxide were being delivered. The measured oxygen percentage from the gas analyser was 18%. It appears medical air contaminated the ventilator oxygen supply lines, thus medical air flowed into the oxygen delivery system in the fresh gas control unit. The fresh gas control unit reportedly indicated it was delivering oxygen when it was delivering medical air. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.